Event description:
Caller reported a malfunction on the pump identified by malfunction code malf 16, but there was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by technical support (cts) to put the malfunctioning pump into storage mode and return it to tandem using a provided return box and pre-paid label within ten days. A replacement pump was sent to the customer, who planned to use a backup insulin pump in the meantime. The customer was informed to program their settings and connect their cgm to the new pump, acknowledging all instructions provided.